Event description:
Ous MDR - one day after implant, the physician's staff reports that the pt received a device shock (observed visually, not by telemetry confirmation), and then the physician confirm vf without any device shock. Because of this, the physician's staff proceeds with an external defibrillation and intubated the pt. The pt died during these maneuvers. The institute performed a device extraction and tried to establish a telemetry post mortem to view the iegm's, but the device could not be interrogated. It is not known if this was an device malfunction or due to the programming of the device.

Manufacturer narrative:
Ous MDR.